Event description:
It was reported that during a procedure, the lights on the c-arm all went on and then the system locked up when the c-arm was moved back from the lateral position. Reinitializing the system allowed for continued operation. No further problems reported. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.